Event description:
The patient, suffering from a pulmonary infection, used a single-use product for intravenous catheterization on (B)(6) 2025. The product experienced leakage, resulting in localized redness and swelling at the site. Warm compresses were applied, and the condition improved following treatment.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.

Event description:
No additional information.